Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose of 500 mg/dl. The customer attempted to treat the occlusion with a supply change and manual dose injection, however, was treated with intravenously with fluids of saline and insulin. The customer was released the same day with issue resolved and no permanent damage.